Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During interrogation of the insertable cardiac monitor (icm), the device could not be interrogated. After several attempts with another programmer, the device was successfully interrogated. The patient had no adverse consequences.